Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements high out of range above 200 ohms, gradually increasing overtime. Technical services (ts) was consulted, and lead replacement was recommended. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.